Event description:
It was initially reported on august 28, 2025, that according to rt, the ventilator disconnect alarm was sounding; however, there is no record of this alarm in the alarm history. Then on (B)(6) 2025, it was confirmed that the patient expired.

Manufacturer narrative:
We are attempting to contact the initial reporter to obtain information about the device and to have the device sent in for investigation.